Event description:
It was reported by the independent repair center statement that the unit was alarming or red light. The primary cause of the malfunction is the poppet kit valve was not shifting. No patient injury reported, no additional information provided.